Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's daughter reported via phone call that the insulin pump had a blank display and an open circle. Caller stated that the customer had a blood glucose level of 46 mg/dl due to having brain surgery. During troubleshooting, the caller was able to get the display to return. The caller also reported multiple battery out limits. The insulin pump was not replaced or returned for analysis.